Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported experiencing high blood glucose. The blood glucose reading at time of the call was 327 mg/dl. The customer stated that she felt she was not getting her insulin. Troubleshooting was performed. Ran a fixed prime test and no insulin exited. Performed a high pressure test and the insulin pump failed the test. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.